Event description:
The facility reported 4 incidents of the clamp of the transfer set losing "close function." This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.